Event description:
Customer reported fluid leaked while flushing the mp1000-c. Reported a PICC line was inserted, a mp1000-c was placed on the end and when the PICC line was flushed, a leak was noted at the connection of the syringe to the mp1000-c. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The customer report of a leak at the connection of the syringe to the mp1000-c could not be confirmed, due to the product had been discarded and will not be returned for failure investigation. The root cause of this failure could not be identified.